Manufacturer narrative:
Device not returned for evaluation. Device history record review did not show any issues.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation found particulates and solder were the most probable cause of clogging.

Event description:
During pretest: no air bubble observed. Iceball formation found as usual. 1st cycle: freeze - temperature reach -140c ; thaw - temperature reach 0c. 2nd cycle: freeze - temperature reach only -20c; activated helium and continue with argon, temperature remain the same. Change to new cryoprobe.